Manufacturer narrative:
(B)(4). The ventilator serial number was not provided. The ventilator serial number was not provided so the device manufacture date is unknown. Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the manifold assembly.

Event description:
It was reported that during maintenance the ventilator generated an abnormal sound. There was no patient involvement.

Manufacturer narrative:
A manifold assembly was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.